Event description:
It was reported that the patient's atrial lead was dislocated, after the patient experienced phrenic nerve stimulation. The lead was explanted and replaced on (B)(6) 2019. The patient was stable.

Manufacturer narrative:
A complete lead was returned in one piece, measuring 52.7 cm. Analysis was normal. No anomalies were found.